Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports observing leakage at connector during priming. Customer hears "click" while connecting transfer set head set. Customer does not have used infusion set as discarded. Customer will send in unused infusion set. No adverse event alleged.